Event description:
It was reported the customer received a button error alarm after a bolus delivery. It was also found the customer reinserted their battery and a failed battery test alarm occurred after. Customer also reported the numbers on their insulin pump began to scroll when the arrow buttons were pressed down. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button keypad anomaly and failed battery test due to blank display. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2015.